Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using two proglide devices relative to an unspecified interventional procedure. Reportedly, failure on the intra-arterial suture disposition occurred with the two proglide devices. Another abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under separate medwatch report number. N/a.

Event description:
A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a failure to deploy was observed as needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.